Event description:
Additional information was provided by the physician, that, the iol did have scratch marks. Most likely, from the folding forcep. The reason of explant was iol was in sulcus. And it could not manipulated in bag. The pupil was rather small. And there was fairly high posterior vitreous pressure. So the iol was exchanged to aim more posteriorly. And place into the capsular bag.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the facility that, the lens was exchanged with the same model, power and diopter.

Manufacturer narrative:
The customer indicated the use of a qualified company cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for cartridge use. The root cause for the reported complaint may be related to a failure to follow the IFU. The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the facility that, there was no cracks in the iol. The iol was in the sulcus, not in the bag.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure patient's vision was not clear (20/40). The iol was exchanged for another lens after 4 days following the initial implant procedure. The clinical reason given for the explant was "3 cracks in the optic". Additional information was requested.